Event description:
It was reported that right atrial (ra) lead undersensing was noted. The p-wave amplitude was out of range. Further review at the hospital was recommended. The lead remains in service, and no adverse patient effects were reported.